Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient thrombosis is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event. Review of all information available failed to determine the cause of the reported main coil migration and main coil prematurely detachment/separation inside the patient.

Event description:
It was reported that the patient presented with a ruptured anterior communicating artery aneurysm. During procedure, prior to deploying the second coil into the aneurysm, the microcatheter tip came out of the aneurysm. The coil and the microcatheter were resheathed. The coil was reintroduced into the microcatheter and at approximately 3/4 of the way into the microcatheter, the coil detached. The physician attempted to secure the coil with an alligator snare; however, the coil was pushed into the middle cerebral artery. The patient's blood flow was occluded; therefore, the physician used a gooseneck snare to retract the coil and patency in the vessel was restored. Immediately post procedure the patient demonstrated right sided weakness and was administered vasospasm treatment for the presenting hemorrhage. The patient's current status is awake following commands, left sided movement and minimal verbal output.

Event description:
It was reported that the patient presented with a ruptured anterior communicating artery aneurysm. During procedure, prior to deploying the second coil into the aneurysm, the microcatheter tip came out of the aneurysm. The coil and the microcatheter were resheathed. The coil was reintroduced into the microcatheter and at approximately 3/4 of the way into the microcatheter, the coil detached. The physician attempted to secure the coil with an alligator snare; however, the coil was pushed into the middle cerebral artery. The patient¿s blood flow was occluded; therefore, the physician used a gooseneck snare to retract the coil and patency in the vessel was restored. Immediately post procedure the patient demonstrated right sided weakness and was administered vasospasm treatment for the presenting hemorrhage. The patient¿s current status is awake following commands, left sided movement and minimal verbal output.

Manufacturer narrative:
The subject device was disposed.